Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds due to possible perforation. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only**this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds due to possible perforation. This lead was explanted. No additional adverse patient effects were reported.